Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure where both the rv and lv lead were surgically abandoned. The device was explanted and has been returned for analysis. There were no adverse patient effects reported.

Event description:
It was subsequently reported that it was suspected that this lead had fractured.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements of greater than 200 ohms. The device was reprogrammed to rv coil to can with normal resulting shock impedances. The patient was to be scheduled for a revision procedure sometime in the future. There were no adverse patient effects reported. The system remains in service.